Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported cracked needle hub and suction issue, as multiple cracks were noted on the proximal needle hub. An in-house syringe was used to infuse the introducer needle and the needle immediately leaked from the cracks observed on the proximal hub. The needle did not aspirate. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port placement, the blood allegedly could not be aspirated but only air was drawn in the puncture needle. It was further reported that the needle hub allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that post port placement, the blood allegedly could not be aspirated but only air was drawn in the puncture needle. It was further reported that the needle hub allegedly cracked. There was no reported patient injury.